Manufacturer narrative:
Per asr exemption # e1997021, the occurrence of multiple serious injuries as a result of a single event or device failure are not covered by the exemption and must be reported as an individual MDR. Therefore, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
A patient received one ankylos dental implant on (B)(6) 2014 in regio 15 (fdi # 27). A milled bridge construction supported on the implant and natural tooth 12 (FDA # 24) was placed on (B)(6) 2014. The bridge was loose and the implant in regio 15 (fdi # 27) was lost on (B)(6) 2018. Tooth 12 (FDA # 24) fractured and fragments can be seen in the denture. The time of fracture is unknown. There is no x-ray documentation available. As the patient is a bruxer and smoker, the cause of the implant loss and tooth fracture is most likely overload and consequently loss of osseointegration. It was not clear until the investigation of the device that, in addition to the implant loss, the natural tooth was also lost and therefore multiple serious injuries resulted in one event.